Manufacturer narrative:
The creatinine, crp, and hdl reagent lot numbers and expiration dates were requested, but not provided.the field service engineer found a blocked tube on the rinse station, causing the cuvettes to not be washed properly. The issue was resolved by the engineer. The investigation is ongoing.

Event description:
The customer stated they received discrepant results for eight patient samples tested on a cobas 8000 c 702 module. Results for the following assays were affected: crea2 (creatinine), crp4, and hdl. The first sample initially resulted in a creatinine value of 1146 umol/l and it repeated as 75 umol/l. The sample was repeated on a second analyzer, resulting in a value of 72 umol/l. The second sample initially resulted in a creatinine value of 1850 umol/l and it repeated a 58 umol/l. The third sample initially resulted in a creatinine value of 2140 umol/l. The sample was repeated on a second analyzer, resulting in a value of 76 umol/l. The fourth sample initially resulted in a crp value of 2.73 mg/l. The sample was repeated on a second analyzer, resulting in a value of 11.95 mg/l. The fifth sample initially resulted in a crp value of 102 mg/l. The sample was repeated on a second analyzer, resulting in a value of 155 mg/l. The sixth sample initially resulted in an hdl value of 3.27 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 1.55 mg/l. The seventh sample initially resulted in an hdl value of 3.66 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 1.28 mg/l. The eighth sample initially resulted in an hdl value of 3.58 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 0.89 mg/l.

Manufacturer narrative:
The field service engineer changed the wash station tubing and tube fixing clamps. The wash station dispense volume was adjusted. Controls were acceptable. The investigation determined the service actions resolved the issue.